Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable ck-mb, myoglobin, and elecsys troponin t hs (high sensitive) stat (short turn around time) assay (troponin t hs stat) results for one patient on a cobas e 411 immunoassay analyzer. Of the data provided, there was an erroneous troponin t hs stat result. The initial troponin t hs stat result was 0.243 ng/ml and the repeat result was 0.012 ng/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 7410850 with an expiration date of 30-jan-2019 the field service engineer (fse) found the e 411 needed a 6-month maintenance. He performed maintenance and system cleaning the fluidic system. The fse performed a precision test and ran qc that was acceptable. The e 411 was operating within specification after the service visit.